Event description:
Additional information reported the patient remained hospitalized in the psychiatry unit as of (B)(6) 2016.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a deep brain stimulator (dbs) patient that attempted suicide on (B)(6) 2016. The patient was implanted with dbs in (B)(6) 2015 and was being treated for depression at that time. Despite this, he had been evaluated as eligible for dbs implant. After taking oral rivotril (benzodiazepines), he attempted suicide. The patient was hospitalized at the department of psychiatry at the time of report. No troubleshooting or interventions had been taken; there were no surgical interventions planned or performed and the patient was alive with no injury at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.